Manufacturer narrative:
According to available information, no return of product is intended, therefore, boston scientific cannot confirm nor deny the reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Event description:
Boston scientific received information that this device with non-boston scientific right ventricular lead displayed increased thresholds at high output settings. During a follow up visit, interrogation revealed this device had reached end of life (eol). There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed. This device was replaced successfully. No return of product is intended. In addition, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, this device was received for analysis at the post market quality assurance laboratory.